Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. The customers blood glucose level was 550 mg/dl; with trace ketones. Customer addressed bg by administrating a manual correction injection. The customer reverted to an alternate method of insulin therapy.